Event description:
The glucose meter reported low blood sugars which resulted in the pt not taking her medication and using other measures to try and increase her glucose, when in fact she ended up having a blood glucose above 500. This is potentially life threatening and could have resulted in more serious illness or death, which was fortunately, in this case, averted. FDA safety report ID# (B)(4).